Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there was crack on back side of battery compartment. The customer was assisted with troubleshooting for damage and blank display found that the display was not returned. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.